Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the alleged faulty part has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the 3100 high frequency oscillating ventilator (hfov); the unit start and stop button is not working. There is no patient involvement associated with the event.